Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported failure mode. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis investigation, could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the wires on the permanent cautery spatula (pcs) instrument broke. There was no report of any patient harm, adverse outcome or injury as a result of the broken wires and no fragments from the instrument fell into the patient. The planned surgical procedure was completed.